Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 40 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 100 mg/dl. Customer also stated that the insulin pump had low battery and it ran out of charge. Nothing further reported.